Event description:
The (B)(6) rep contacted (B)(4) corporation regarding a product complaint on (B)(6) 2013. The rep reported that a pt at a (B)(6) store returned the asthamenfrin inhalation solution and ez breathe atomizer for a refund and added that a metal part of the atomizer shot into his mouth during the use of the ez breathe atomizer. Multiple attempts were made to obtain more info concerning the incident; however, no info was available concerning the product serial number or the pt info other than the pt's sex.